Manufacturer narrative:
The cause for the unconfirmed advia centaur xp (B)(4) confirmatory result for a (B)(6) result is unknown. The customer's quality control results were within acceptable ranges, there were no related system errors in the event log, reagents were observed to be homogenous, and there were no other assay issues. Siemens requested additional patient information, and the patient sample is not available for further investigation. No conclusion can be drawn. The (B)(4) instruction for use (IFU) under the interpretation of results section states the following: "samples reported as redilute require further dilution for confirmation. For diagnostic purposes and to differentiate between acute and chronic (B)(6) infection, the detection of (B)(6) should be correlated with patient clinical information and other (B)(4) serological markers." The (B)(6) instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur (B)(4) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instrument is performing within specifications.

Event description:
The customer performed advia centaur xp (B)(4) confirmatory testing on a patient sample that was initially (B)(6) and was unable to confirm. The patient sample was repeated in duplicate for (B)(6) and the results were (B)(6). The customer recalibrated the advia centaur xp (B)(4) and advia centaur xp (B)(4) confirmatory assays, and the test results were similar. An unconfirmed (B)(6) test result was reported to the physician. There was no known report of patient treatment being prescribed or altered and no report of adverse health consequences due to the unconfirmed advia centaur (B)(4) result.